Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime compromised force sensor system test and excessive no delivery test. Insulin pump had minor scratched display window and cracked battery tube threads. (B)(4).

Event description:
The health care provider reported that the customer had diabetes ketoacidosis and believes the insulin pump stopped working. The customer had emergency room visit and the blood glucose was 920 mg/dl. Customer was admitted in the emergency room last 10/21/2014. The customer was treated in the emergency room and still under observation. The customer unable to troubleshoot. The customer was not wearing the insulin pump at the time of hospitalization. The health care provider was advised the insulin pump would be replaced. It was mentioned that husband of patient had dementia. Customer reported back 10/28/2014 and blood glucose was back to normal and found out she had food poison and may have been why blood glucose was high. No further information provided.